Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files I response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of inappropriate shock and backup vvi was confirmed but appear to be due to the patients electrogram rather than the ICD. Shortened complexes cause the sensing circuit to be more likely detect the prominent t waves, leading to the improper ventricular tachycardia and ventricular fibrillation detections. The device was tested using automated test equipment and the device was normal.

Event description:
It was reported the pt received inappropriate shock caused by t wave oversensing. This device was found to be in backup vvi. The device was explanted.